Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, multiple attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause could be the customer tried to remove the jammed needle out of the wrong end (tip of the suture passer) of the device which resulted in the needle breaking. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii needle became jammed in their expressew iii suturer passer without hook and when trying to remove the needle, it broke in the device. A portion of the needle is now stuck in the gun. The sales rep stated that the issue did not occur in the patient. The procedure was completed with other devices with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The sales rep could not provide a lot number for the needle. The devices will be returning for evaluation.